Event description:
Pt reported obtaining back to back blood glucose results of "hi" (>600 mg/dl), while using the suspect device. Based on these results, pt reportedly phoned emergency medical services for assistance. Pt stated that paramedics arrived 2 - 3 mins later. Pt's blood glucose was reportedly retested on paramedic's device with a result of 260 mg/dl. Pt noted that she immediately retested blood glucose, using the suspect device, and obtained a result of 280 mg/dl. No pt injury was reported and no treatment was rec'd. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.